Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced universal surgical manipulator (usm3) to correct the issue. The system was tested and verified as ready for use. Isi received the parts involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and reproduced the reported failure (errors 23087 on dof 7). The unit was tested on an in-house system and failed normal mode as it triggered error 23087 on (degrees of freedom) dof 7. The unit failed on a pftp as it failed the carriage friction speed low and high tests on dof 7. The unit also failed on a pftp as it failed the carriage strength test on dof 7. The carriage was opened up and rotor bearing debris was found on the dof 7 window of the isa. The unit went through more testing on a patient side cart fixture test platform (pftp) and passed direction tests, lissajous, cva characterization, sine cycle, brake release test, brake hold test, advanced brake test, and carriage switches test. The isa board, dof 7 rotor, and dof 7 gearbox will be replaced.

Event description:
It was reported that during a da vinci-assisted hemicolectomy surgical procedure, system faulted during surgery with error 23087 on arm 3. Or staff removed instrument and power cycled system before calling, fault 23087 returned on power up. An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted and asked or staff to remove instruments and power cycle system and emergency power off (epo) of patient side cart (psc). Fault returned on power up. Tse asked or staff to follow prompts to disable arm 3. Tse informed or staff that arm 3 will need service. Surgeon continued with robotic surgery with arm 1, arm 2 and arm 4. The procedure was completed with no reported injury.